Event description:
It was reported that the left ventricular (lv) lead exhibited elevated impedances, and the lead was found to have dislodged. The lead was repositioned and remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the patient is a participant in the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2011-(B)(6), 2088tc competitor implantable pacing lead - 2010-(B)(6). (B)(4).